Event description:
The solution can not be stopped even if closing the clamp. No use of additional disinfectant. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint was confirmed for a leaking seal with the twist clamp. The exact root cause is unknown. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product for adverse trends and will and take corrective and preventive actions, as appropriate.

Manufacturer narrative:
(B)(4). The sample has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.